Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes malfunction events. It was reported that a large volume folfusor did not flow. This occurred after the device was filled with fluorouracil. There was no patient involvement. No additional information is available.